Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed replace battery now despite the current battery being in use for only six hours. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the battery longevity has been an issue for the past week. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The battery cap was not loose, cracked, or damaged. However, the caller confirmed that there were unattended alarms on the insulin pump. The device was not dropped either. The insulin pump will be returned and replaced.